Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of dyspnea is listed in the xience alpine everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the index procedure took place on (B)(6) 2017 during which a 3.25 x 18 mm xience alpine was implanted for treatment of an unspecified vessel. The patient was readmitted to the hospital on (B)(6) 2017 for chronic obstructive pulmonary disease (copd) and shortness of breath. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.